Manufacturer narrative:
The investigation confirmed that a lower than expected vitros amon result was obtained using a single level of non- vitros biorad quality control fluid tested on a vitros 5600 integrated system.the most likely assignable cause of the lower than expected vitros amon quality control result was an instrument related issue. The results of amon within-run precision testing demonstrated that the vitros system was not operating as expected. Following routine maintenance actions which included cleaning the microslide incubator and replacing the microslide evaporation caps, acceptable vitros amon performance was observed. A vitros amon lot 1018-0254-1431 reagent issue is an unlikely cause of the event, as post-service qc results demonstrated acceptable performance of vitros amon lot 1018-0254-1431. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1018-0254-1431.(B)(4)

Event description:
The investigation determined that a lower than expected vitros amon result was obtained when processing a single level of non-vitros biorad quality control fluid on a vitros 5600 integrated system. Biorad, lot 54321, vitros amon result of 159.49 umol/l versus the baseline mean of 233.9 umol/lbiased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho was not made aware of any allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)